Event description:
It was reported that when using the bd pyxis medstation system scanner experienced intermittent failures during its operation. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had an intermittent scanner failure. A field service engineer stated that there was a delay in dispensing medication to the patient. A field service engineer replaced the faulty scanner to resolve the issue. The system functioned as intended after the field service engineer repaired the device.